Event description:
It was reported that during a procedure involving one euphora rx balloon, the balloon detached in vivo. The target lesion was located in the left main coronary artery which exhibited hard calcification. An attempt was made to remove the euphora balloon post inflation from the coronary vessel, however the balloon detached off the catheter. Other devices were used to attempt to capture the balloon back into coronary catheter. The balloon was retrieved back into the radial artery sheath, however could not be completely removed and a small portion of the balloon was left in the radial artery. This portion was later removed via vascular surgery with a sequential procedure to remove remainder of balloon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.